Event description:
It was reported that during implant, the lead was positioned in the apex and no sensing, no capture and very high impedance was observed. This lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation: the reported complaint of high impedance was observed during electrical analysis. The high impedance was due to that the helix was retracted and clogged with dried body fluid/tissue. Normal lead impedance was measured when the helix was in extended position.